Event description:
The event occurred during an elective procedure to implant a vascutek gelsoft plus bifurcated graft for an aorto-bifemoral bypass. The graft had been implanted when one of the legs started to leak along the length. The surgeons removed most of the graft but left a 5cm section of the prosthesis as it was well attached to the aorta. The surgeons then attached another bifurcated prosthesis to the vascutek graft to complete the procedure. The pt's postoperative condition was described as good, with no problems.